Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics assembly. The functional tests could not be performed due to the blank display. The insulin pump was received with broken battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked display window and severely scratched display window.

Event description:
The customer reported via telephone call that the insulin pump was exposed to pool water and that fluid was visible under the display. The insulin pump had not been dropped. A crack was visible from the screen to the top of the battery. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.